Manufacturer narrative:
(B)(4).

Event description:
With stimulation turned on, a patient was never having therapeutic effect. The patient had issues with the device since it was implanted. After a fall, the patient underwent a lead revision due to the leads having migrated. The leads were revised/moved to the appropriate location. The patient indicated that the device has not worked one bit, and was worse now than before. The patient had denied device reprogramming sessions due to monetary circumstances. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.